Event description:
Customer reports 3 incidents of blood leaks in 2001 on unknown reuse numbers during patient treatment noted by blood leak alarms and visible blood in dialysate. Confirmed with hemastix. Estimated blood loss was 250 cc's per incident. Treatments were continued with new dialyzers and new bloodlines without incident. No patient injuries or medical intervention reported.